Manufacturer narrative:
After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was found to be stretched. It could not be determined when this damage to soft cannula occurred. Although the soft cannula was found stretched, fluid was able to pass freely through the complete fluid path. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 1 and 4 hours.